Event description:
It was reported that the user observed cartridge installation dates in device history that did not align with recent infusion set changes, and the agent identified that the user was not rewinding the piston when changing sites and sometimes reused partially filled cartridges, which explained the date discrepancies. Symptoms included a hypoglycemic event with a documented low blood glucose of 69 that required treatment with oral carbohydrates and glucose tablets, with stabilization thereafter and no medical intervention. Outcomes included transient hypoglycemia without hospitalization or additional assistance. Investigation included guided review of device history for cartridges, infusion sets, and alarm logs, as well as troubleshooting and user education. Investigation of this case revealed incorrect user technique related to failure to rewind during site changes and mixing infusion set changes with ongoing cartridge use, resulting in mismatched historical records rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.